Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had recorded a fault in 2010, most likely due to and/or during the application of electrocautery, rf ablation, or another external energy source. Available information indicates the device remains in service with no reported complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Fault codes were noted in the device memory, however they indicate normal device function.

Event description:
Additional information was received indicating this device was electively explanted. No additional adverse patient effects were reported.